Manufacturer narrative:
The reported malfunction was observed and attributed to the device being out of calibration. The annual preventive maintenance and calibration was performed to resolve the malfunction. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "ventilator failure detected, code 7 - run time calibration" error message. Complainant indicated that there was no patient involvement in the reported malfunction.